Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 450 mg/dl. The customer treated their blood glucose with food and insulin. It was found the customer's blood glucose had declined to 360 mg/dl after treatment. Customer also reported a bent cannula on their sensor. Customer declined to troubleshoot for the bent cannula. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.